Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the endotracheal tube cuff was initiated and 15 minutes later, was deflated again. The pilot balloon was deflated and the tube was removed. When the tube was removed, the balloon was still fully inflated the patient was re-intubated with the same size tube.